Event description:
The facility's rep reported an infusion pump with a 814:04 failure code. The rep stated they have no record of any pt incident involving the pump since the last baxter service event. Baxter's customer service requested if this failure occurred during pt use or biomed testing, but it was unk. Additional contact info was requested but not provided.